Event description:
Patient with left knee anterior cruciate ligament tear in or for left knee arthroscopic reconstruction of acl; mitek cross pin broke apart when being removed from left knee during surgery. X-ray taken to rule out retention of foreign body showed 1 mm metallic density identified in the soft tissues overlying the lateral aspect of the distal femur; physician aware. Patient discharged same day with plan for orthopedic follow up in 10 days.